Event description:
It was reported that the patient presented with a lower than expected heart rate. The patient was taken by ambulance to the hospital where attempts to interrogate the device were unsuccessful with multiple programmers. Telemetry could not be established with the device. When a magnet was placed over the device, pacemaker spikes were not observed. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion and that the device meets expected longevity.